Event description:
Charging or electrical problem. Pump will not turn on, despite being plugged into electrical outlet. Pump failure confirmed by equip tech upon receipt of pump back to reporter. This pump did pass all initial operational function tests and tests between pts.